Manufacturer narrative:
Risk of migration, erosion and pain are risks associated with every surgical procedure involving placement of a synthetic implant material for cosmetic purposes. Per the clinical investigation report: retrospective analysis of the safety and effectiveness of the silicone block in penile surgery, which was reviewed as part of the 510(k) process, lists implant extrusion/perforation as an anticipated device deficiency. The instructions for use also identify extrusion as a potential adverse event, which is communicated to the patient prior to implantation. The patient 'engineer' was not further identified within the article and thus, no medical records were able to be provided for an analysis to be completed. The surgeon that performed the operations was not identified and could not be contacted for additional information. The device lot number was not provided, therefore, a device history record review could not be performed. The penuma physicians were invited by the international journal of impotence research (a peer-reviewed sexual medicine journal) to provide a rebuttal for the propublica article. Please see the published rebuttal here: https://rdcu.be/dhnb5.

Event description:
Events were discovered on 07/06/2023 from a propublica article (published on 06/26/2023). An article titled "inside the secretive world of penile enlargement" stated that several patients had complications as a result of receiving a penuma implant. The article lists several different patients and their experiences. This report will capture the evaluation of 'engineer,' who complained that after implantation he had skin erosion that created two holes in his penis.